Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken and opening on anterior and missing shell. Based on the device analysis the final assessment is: a striated opening and broken on anterior due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive

Event description:
Health professional reported right side rupture. Device was explanted.